Event description:
It was reported that during an unspecified procedure, a vessel dissection occurred. The lesion was located in the mid right coronary artery (rca), and there was a "shepherds hook take off." The pt2 guide wire dissected the rca. The physician then placed three taxus drug-eluting stents (unknown size) and two stents of another manufacturer. No further patient complications were reported. Patient status is listed as "ok."

Manufacturer narrative:
The complainant indicated that the guide wire has been disposed; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.